Event description:
A report of overheating has been received. It is unknown at this time if the event took place during a procedure. No user injury was reported. A backup device of the same kind was on hand.

Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation did not reveal any problems. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time.